Event description:
It was reported that the stent foreshortened during deployment. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for a peripheral intervention procedure. The lesion was greater than 70% stenosed in a moderately calcified superficial femoral artery (sfa). The lesion was pre-dilated and the stent was advanced to the lesion contralaterally with no resistance. During deployment, the eluvia drug-eluting vascular stent system was telescoping upon itself, causing it to foreshorten. The technician attempted to pull the handle, but it did not resolve the event. Fully deployed, the stent was much shorter than the desired length. The entire shaft of the eluvia was removed from the patient without difficulty and an additional eluvia stent was deployed to achieve the desired length. The procedure was completed with no patient complications.